Event description:
It was reported that the pump time was intermittently incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.